Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h4, h6: part 338.31, lot 7639087: release to warehouse date: april 08, 2014. Manufacturing site: synthes jennersville. No non-conformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, the complaint condition was confirmed, as the entire threaded distal portion of the connecting screw was broken off and it was not returned. The returned coupling screw is almost five (5) years old, and there is no clear indication that the complaint condition occurred due to misuse. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed and no product design issues or discrepancies were observed. The complaint is confirmed. Although a definitive root cause could not be determined, it is likely that the complaint condition occurred due to the cumulative effect of routine use during its five (5) year lifespan. It is also possible that rough handling during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were two instruments that were damaged. The threads on the end of one (1) coupling screw are broken and the thread on the end of the tower of one (1) threaded drill guide with depth gauge appear to be flattened or stripped. It is unknown when or how the issue happened. There was no patient involvement. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).